Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection and the reported failure was confirmed by fse. A root cause could not be identified. Based on the results of the investigation, it is likely that printed circuit board failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that the video system center exhibited no image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.